Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a balloon rupture occurred. An intravenous ultrasound (ivus) opticross imaging catheter was advanced up to the distal left anterior descending (lad) artery which revealed a 90% stenosed, 60mm in length target lesion located in the moderately tortuous and severely calcified proximal to mid lad artery. After pre-dilatation was performed with a 3.0 x 15 non-bsc balloon catheter, a 3.00 x 38 synergy¿ drug-eluting stent was advanced to treat the distal lad lesion. The device got caught once but was able to be deployed without any issues. Then a 3.00 x 28 synergy¿ drug-eluting stent was advanced to treat the proximal lad lesion. The stent was initially inflated up to 14 atmospheres; however, when the physician attempted to increase the pressure to 16 atmospheres, the pressure did not increase. It was then noted under angiography that contrast media was leaking and that the balloon ruptured. During removal of the stent and delivery system, some resistance was encountered since the stent had already expanded to some extent but it was able to be removed without any issues. Subsequently, post-dilatation was performed with a 3.25 x 15 non-bsc balloon catheter and after ivus check was performed, the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent was deployed in the patient and therefore not returned for analysis. The maximum crimped stent profile measurement was within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings appeared relaxed from their original folded position and it appeared that positive pressure was applied and a vacuum pulled. Stent crimp markings were present on the balloon body indicating the stent was crimped to the balloon prior to shipping. Contrast medium resembling blood was present in the balloon. An attempt was made to inflate the balloon to rated burst pressure (rbp). However, inflation failed due to a partial break in the midshaft. The device was then cut at the polymer extrusion and inflated with a needle and encore inflation device. The balloon was inflated to nominal 11 atm and rbp 16atm with no issues. The balloon was deflated within 10 seconds, this is within specification set out. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found multiple hypotube kinks along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a partial break in the midshaft 25 mm distal from the hypotube midshaft bond. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. Bsc ID: (B)(4). Tw #: (B)(4).

Event description:
It was reported that the stent was implanted in the patient's body. After the balloon ruptured, the stent was expanded at a certain level. The stent delivery system (sds) was removed outside the patient's body and there was a slight resistance during withdrawal. Post dilatation was performed with a 25x15 non-bsc balloon catheter.